Event description:
It was reported that during the implant procedure, it was difficult in finding a location with good sensing that was stable. Intermittent undersensing and varying r-wave amplitude measurements were observed. Frequent ectopic beats were also noted. Patient was prescribed medication. A subsequent check showed r-waves still low. The physician elected to not take any further action.

Manufacturer narrative:
(B)(4).